Event description:
Per the clinic, the patient experienced a wound dehiscence with infection at the implant site. Subsequently, the receiver stimulator was explanted on (B)(6) 2019, to allow the site to heal. The electrode array was left insitu. The patient was reimplanted on (B)(6) 2019. During reimplantation, the remaining electrode array was removed.